Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: a gia 80 was presented to the field and fired successfully the first time. A reload was given and misfired. A second reload was given with the same result. The stapler was removed from the field and a second gia80 stapler was given with a different lot number and worked properly. There was unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.